Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy cutter of an ophthalmic operating console did not work and one of the laser port turned red. Procedure details and patient impact were not reported. Additional information has been requested but none received till date.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. To resolve the issue, the nonconforming l5 valve of the l5 solenoid of the pneumatics module and the nonconforming radio frequency identification (rfid) printed circuit board (pcb) were replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of vitrectomy cutter is attributed to nonconforming l5 valve of the l5 solenoid of the pneumatics module. The root cause of the reported event of port issue is attributed to nonconforming radio frequency identification (rfid) printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).